Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A diagnostic code for air lift off appears and unit goes into a countdown when turned on but may or may not repeat. The customer reported there was no patient involvement.